Manufacturer narrative:
Patient identifier was requested but has not been provided. A medtronic representative went to the site to test the equipment. The customer reported that the system remained in standalone mode after taken out of e-stop mode. The rep discovered that this occurs when e-stop is engaged prior to interface connection established. Once the interface cable is connected, the system stays in standalone mode. The rep discussed workflow with the customer. Advised them to connect interface cable together prior to putting system in e stop mode. System checkout was performed. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that during a spine fusion procedure the imaging system would not fully boot and the image acquisition system (ias) displayed 'stand alone' mode. After a full system reboot, the system functioned as expected. There was a 30 minute delay with no clinical impact.